Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-01787. Results: the jet7 was kinked approximately 15.0, 21.0, 28.0, 65.0, 71.0, 95.0 and 99.0 cm from the hub. The device was stretched and ovalized from approximately 18.0 ¿ 116.5 cm from the hub. The total length of the jet7 was approximately 133.0 cm. Conclusions: evaluation of the returned jet7 revealed stretching and ovalization on the distal shaft. If the device becomes stuck within a parent device, resistance may be experienced during retraction. If the jet7 is forcefully retracted against resistance or at extreme angles, damage such as stretching and ovalization may occur. The neuron max identified in the complaint was not returned for evaluation; therefore, the root cause of the jet7 becoming stuck could not be determined. Further evaluation revealed kinks throughout the device. These kinks may have been due to advancing against resistance when the device became stuck or packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, while advancing the penumbra system jet 7 reperfusion catheter (jet7) through a neuron max 6f 088 long sheath (neuron max) around the aortic arch, the physician experienced resistance, and the jet7 stopped tracking as though it was stuck. Therefore, it was removed. After removal, the jet7 was noticed to have ¿accordioned,¿ and seemed as if the coil wind of the jet7 had smashed together. The procedure was completed using another jet7 and the same neuron max. There was no report of an adverse effect to the patient.